Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe, that the "needle tip was protruding from the cap". There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Customer returned a photo of a 1cc syringe. Customer states that the needle tip was protruding from the cap. The attached photo was examined and exhibited the cannula through the shield. Needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe, that the "needle tip was protruding from the cap". There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd ultra-fine insulin syringe, that the "needle tip was protruding from the cap". There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation conclusion: possible root causes for needle through shield include: needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production.